Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was loosely folded. There was blood in the inflation lumen. Magnified inspection revealed a pinhole at the distal end of the balloon and a 13 mm longitudinal tear in the balloon wall. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The markerbands had moved distally, the proximal markerband was 9 mm and the distal was 1 mm from the as manufactured position. There were impressions on the inner shaft indicating the markerbands were positioned correctly during manufacturing. The length of the balloon could not be confirmed due to the destroyed nature of the balloon and shift in marker band positions. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2014. It was reported that the length of a maverick 2 mr, 2.00mm x 20mm appeared shorter than the length noted on the package. However, additional information received revealed a balloon tear.